Event description:
The customer reported that the device fails barrel clamp test. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 27apr2015 to the present date 02dec2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200206201 for out of specification which does not correlate to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device fails barrel clamp test. There was no patient involvement.